Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope's image from one of the eyepieces appeared distorted, with lines that interfered with clear viewing. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to insertion part /charged coupled device (ccd) unit had a grainy image. It was probably caused by some kind of stress and component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.